Event description:
It has been reported to us that once the device was entered into the heart it was unable to deliver any external pacing through the catheter. There is no report of pt injury and the device has been returned for our analysis.

Manufacturer narrative:
H.6 - method - 10 - actual device involved in incident was evaluated. Results - 170 - manufacturing. Conclusion-43 device failure directly caused event. Summary: the complaint is confirmed. At the autosplice operation the wire was damaged during crimping. Broken wire ends were held in contact by bifurcate mold. Proximal circuit splice is normal. Autosplice to be deactivated. Pm0260 performed every 2 months on autosplicers. Controls for failure to pace: mpa123 sample splices crimped at the beginning of each shift that equipment is used or when adjustments are made, defect awareness for broken wires, wires outside splice, deformed crimp, 100% electrical test for continuity, ipg112 sample or 100% electrical test for continuity depending on lot quality. Corrective action: autosplicer aus005 has been deactivated from manufacturing use. Operator retraining was conducted on 2/28/06.